Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The upholstery is disintegrating, and left side clothing guard has broken , and both handrims are getting nicked by hitting items.